Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that the automatic and the manual leakage test failed during a system check out. The hospital cancelled the order and no logs or additional information about the circumstances surrounding the event have been received. We have not been able to either confirm the fault or determine any root cause of the reported leakage issue. H3 other text : 4114.

Event description:
It was reported that the anesthesia system had a leakage issue. There was no patient harm. Manufacturer's reference number: (B)(4).